Event description:
After 3 hours of iab therapy blood tinged fluid was noted in the tubing. The iab was removed and later replaced due to hypertension and chest pain. No further complications were reported. The pt is in stable condition.